Event description:
During an arthroscopic hip procedure, the patient was under general anesthesia, as the surgical staff attempted to plug in the ambient hipvac 50 arthrowand, the wand displayed multiple error codes and would not work. This happened with a total of three wands, all of the same lot. The procedure was ultimately completed using a competitor's product. No patient complications were reported as a result of this event.

Manufacturer narrative:
Reference manufacturer report: 9019871-2012-000645 & 9019871-2012-000647.